Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicators (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific crm received information that a replacement procedure was performed. This cardiac resynchronization therapy defibrillator (crt-d) device displayed elective replacement indicators (eri). This device was removed and replaced. There was concern that the battery had depleted more rapidly than expected as lead measurements were within normal limits. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.